Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th march 2025, it was reported by a sales representative via email that for 2 units of ar-1588tnt, acl-fibertag®-tightrope® abs-implant, the needle came off fibertag tightrope abs after first pass through tendon. This was detected during use in a quads acl recon procedure on (B)(6) 2025. The procedure was completed successfully as a new tightrope was opened.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per the picture attached, which shows that the suture detaches from the needle. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a cause. This failure is attributed to a manufacturing issue addressed through CAPA.